Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the bending rubber leak, the bending rubber cut, the distal body worn out, the suction channel kink, and the water nozzle missing glue; however, they are not the main cause and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report, ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).